Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 22:25:35. During night drain cycle three, the patient's ultrafiltration reading was 1330ml, indicating the home patient (hp) drained 1330ml more than their maximum programmed fill volume of 2100ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The increased intra-peritoneal volume (iipv) event was confirmed through an event history log review. The cause was one or more cycles advances to next fill when slow / no flow occurred above the min drain volume threshold. Should additional relevant information become available a supplemental report will be submitted.